Event description:
Lap right hemicolectomy - "during the procedure, the surgeon felt that the handle was blocking to open after sealing, cutting; he was doing the whole procedure with it, but he's loosing 'trust' in the device, that is very different from the first generation we reproduced the blocking out of the patient after surgery, a video is made with the (B)(4) and send to (B)(4)." Patient status - "no problem at all."

Manufacturer narrative:
Investigation summary: the event unit and a video were returned for evaluation. Engineering performed visual and functional testing on the device. During testing of the handle latching mechanism, it was observed that the handle trigger could get caught in the handle if it was pulled towards the right when latching. Analysis of the video also confirmed the incident experience. The root cause of the incident experience is due to the handle latching mechanism of the device. If the handle trigger component is not completely centered within the handpiece, it is possible for the user to latch the trigger off-center and have the trigger catch on internal handle components when unlatching. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, device enhancements are in process for the handle latching mechanism, which will help prevent the handle trigger from being pulled out of alignment. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.